Event description:
The customer contacted baxter's service center regarding the heater bag disconnecting and falling to the floor; which occurred on the homechoice (hc) during use, during drain the home patient (hp) stated they closed all clamps, disconnected themselves and turned the hc off. There were no alarms. The technical service representative (tsr) advised the hp would need to start over with new supplies. They assisted the hp with ending therapy on the hc. The hc was operational. This was writer contacted by the home patient (hp) for a follow up regarding reported problem. The hp stated they did have to start over with new supplies, and everything went fine. The hp stated that the disconnection of the heater bag was their fault. The hp explained that when they were connecting the bags, they stripped out the luer lock connection, because they tried to twist it on too tight. So then later on the bag did not have a good connection it fell off. They stated that they talked to their nurse and doctor about this, and they have not had any complications. They stated therapy overall has been going fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a connection issue during the drain stage. The problem is confirmed for the connection issue and the assignable cause can be determined as supply bag fell and disconnected, because the patient reported that they may have not tightened the luer lock to the line properly, which caused the bag to disconnect and fall. The label review found the patient at home guide to be adequate for the use error in this incident.